Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges heating pad controller exploded and she received minor burns on her right hand. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "never pull this pad by the supply cord" and consumer failed to perform that instruction. -(B)(4).

Event description:
Consumer alleges heating pad controller exploded and she received minor burns on her right hand. There was not a report of property damage with this incident.